Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that based on the information provided and the report that the ¿standard settings were not used,¿ a user vs procedural variance cannot be ruled out as a contributing factor to the reported event, which does not represent a device malfunction. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an extracapsular tonsillectomy performed on an infant patient; using a procise coblator ii, there was a blood lost equally to 750ml intraoperatively. To control the primary bleeding the physician switched to a back-up procise xp (eic5874-01) instead of the procise xp (eic8872-01) and the anesthetist stated that the patient was stable, however it was difficult to control the bleeding which caused concern. There was a non-significant delay in the surgery and as stated above a back-up device was used to solve the bleeding issue. Patient left recovery the same day on a stable condition and did not require further interventions such as a transfusion. No further complications were reported.